Event description:
It has been reported to philips that "low load fluoro" message was prompted and x-ray was not possible. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray tube which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicated low load fluoro error. Review of the system log file showed that there was an error related to x-ray generator. Upon troubleshooting, fse found the clicking noise from the tube during rotering due to rotor control failure. To resolve the issue, rotor control assembly was replaced and returned to philips for further analysis. The analysis confirmed that the malfunction of rotor control assembly was due to electrical defect resulting in no possible rotation. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.